Manufacturer narrative:
A ge service rep performed an on site investigation. The gib fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system would not power up prior to a case. No pt injury was reported.